Event description:
It was reported that the patient underwent a revision procedure 1 month and 2 weeks post implantation due to a fall that caused a peri-prosthetic fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland. H6: proposed code - mechanical (g04) - stem. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.